Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The catheter shaft was twisted and torn exposing the spring body, consistent with the reported damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure the catheter was difficult to pull back into the sheath after mapping had been performed. Once removed the catheter coating was noted to be deteriorated/cut. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.